Event description:
It was reported by the physician that three atrial high rate electrograms could not be viewed and "invalid data" message was given when it was attempted to open the episodes. The device is still in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Analysis found the diagnostics were cleared prior to the save-to-disk file being taken.